Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional and refraction (functional) verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2023 for a longer lens but the problem was not resolved. The replacement lens still had a low vault. See MFR. Report # 2023826-2023-02274 for replacement lens. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+0.50/054 (sphere/cylinder/axis), into the patients right eye (od) on (B)(6) 2023. The lens had low vaulting and the patient experienced a refractive surprise. The lens remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).